Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that submitted log files indicated that the patient's controller was exchanged, as the data showed up backup controller was connected to the pump on 02may2025.

Manufacturer narrative:
Section d5: operator of device corrected. Manufacturer's investigation conclusion: the reported event of a system controller exchange was able to be confirmed. The submitted log file from (B)(6) revealed that the driveline was first connected to this controller at 11:28 on (B)(6) 2025. Following the connection of the driveline, the pump resumed operation as expected and no notable events were observed. Multiple attempts were made to obtain the serial number of the exchanged controller, log files from the exchanged controller, and information regarding the reason for the observed controller exchange; however, no response was received. The root cause of the controller exchange could not be conclusively determined through this analysis. The device history records could not be reviewed, as the serial number of the exchanged controller is not known. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.